Event description:
Customer claims there is something rattling inside the alarm. The alarm has a continuous beep and would not stop beeping. There was no patient incident or injury reported. Additional information received noted: there is something loose inside; when on, it turns off if you move the unit.

Manufacturer narrative:
(B)(4): results: evaluation for the returned product shows when tested the alarm did not power on. The battery door is the source of the rattling noise. The battery tabs are bent. The alarm case has 1 rusted screw. The posey alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped (bent) or immersed in liquid. The unit may stop functioning as designed. (B)(4).